Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the v-cutter tip broke. At the time of the event, the tunnel was described as having poor visibility due to the pt's large thigh and moderate amount of surrounding fat tissue near the vein. The operator stated that she was blindly and forcefully pushing the v-cutter into the tunnel wall to attempt to see more of the vein and branches. The operator was using the v-cutter as a dissector to push fat tissue and blunt dissect surrounding tissue from the vein. After several back and forth movements of the v-cutter into the tunnel wall, it was discovered that part of the v-cutter was missing. The broken piece was removed after locating from the endoscopic viewing. The operation was completed successfully with the remaining branches cut with a replacement (B)(4). There were no new incisions to locate and remove the broken v-cutter tip pieces. All broken pieces were identified, and no foreign materials remained in the pt. There was no case delay and no blood loss as a result of this event.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, and investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).